Event description:
A customer reported that unexpected negative results were obtained with the capture-r ready-screen (3) assay on the echo.

Manufacturer narrative:
The batch files were reviewed by an immucor technical support specialist. The initial sample resulted as negative. Cells 2 and 3 visually appeared positive. The positive control resulted as expected. The second sample visually appeared positive as expected. Another sample performed in the same batch performed as expected. Repeat testing was performed on the initial sample and the expected positive results were obtained. Customers were made aware of technical communication cc-09-042-02, which advises customers to visually inspect all negative antibody screening and identification results on the echo prior to release of results.